Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They have no strings on most of them- tampons [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons have no strings. No injury reported.